Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical service due to high blood glucose on (B)(6) 2019 with blood glucose of 439 mg/dl. Customer stated that they were treated themselves with insulin pump before emergency medical services. The customer declined to troubleshoot for high blood glucose level. Customer also reported that insulin pump had no delivery alarm in the past. Customer reported that alarm did not occur during manual prime and event was resolved by changing complete set. The insulin pump will not be returned for analysis.